Event description:
Customer's spouse called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. However the insulin pump had corroded motor home switch noted during visual inspection. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.